Event description:
Recently, whenever my blood sugar starts to rise or drop quickly, my dexcom g6 will stop working for hours at a time leaving me without readings in critical times such as overnight and while I am exercising. This started with recent rx fills that I have made. The adhesive in the dexcom g6 sensor causes intense itching and a painful rash. This also just started with recent rx fills I've made. I've been prescribed this product for years and it never made me itch before and it never stopped giving me readings when my blood sugar would rise or fall quickly. FDA safety report ID# (B)(4).